Event description:
As reported by the clinical specialist, a transfemoral tavr case took place in a patient with an abdominal aortic aneurysm with endograft. The team placed a 14f esheath+ but it was not long enough to exit the graft, without resistance. The team immediately exchanged to a longer 24fr 65cm gore dryseal sheath. The valve was mounted directly on the delivery system and was deployed in the patient's annulus successfully. During the evening after the tavr procedure the patient became hypotensive approximately 6 hours post tavr and a CT scan showed ''micro tears of the aaa endograft'', an acute aortic rupture at the side of the evar graft. The patient bled into their aaa and expired on the floor. The physician stated he never felt abnormal or uncomfortable resistance while advancing any of the devices during the case. The physician's ''best guess'' was that microtears may have occurred from straightening of an old endograft, but they are not confident when it occurred. Imagery received of the evar graft revealed it would appear impossible to perform the procedure without some straightening of the graft upon insertion of the stiff lunderquist wire, subsequent insertion of the gore sheath, and the delivery system with valve through the sheath.

Manufacturer narrative:
The device was used in off-label implantation in the aortic position. As there are no specific IFU or training materials related to using the edwards thv devices for aortic procedures utilizing a non-edwards gore dryseal sheath, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. The instructions for use (IFU) cautions that the safety and effectiveness have not been established for patients with the following characteristics/comorbidities: 1) significant aortic disease, including abdominal aortic or thoracic aneurysm defined as maximal luminal diameter 5 cm or greater; marked tortuosity (hyperacute bend), aortic arch atheroma (especially if thick [> 5 mm], protruding, or ulcerated) or narrowing (especially with calcification and surface irregularities) of the abdominal or thoracic aorta, severe ''unfolding'' and tortuosity of the thoracic aorta. 2) access characteristics that would preclude safe placement of the edwards sheath, such as severe obstructive calcification or severe tortuosity. Injuries to the aortic artery during the tavr procedure may be related to anatomical and/or procedural factors, including thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta, presence of bulky calcification, narrow calcified sinotubular junction, tortuous vessels, wire bias, interaction with a calcified nodule in the vessel or with previously implanted stents/grafts and delivery system kinked. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided, the exact cause of the aortic rupture is unknown, however, based on the available information, it appears it that patient factors (history of aaa status post evar graft angulated at its proximal edge requiring some straightening to be able to navigate) and procedural factors (straightening the old stent graft angulation ) may have caused or contributed to the event. Per report, the physician hypothesized that the injury could have been the result of microtears occurring in the pre-existing aged endograft straightening during the procedure. The straightening would have most likely occurred from the use of multiple devices passing through the graft, including the stiff lunderquist wire, the gore dryseal sheath, and the delivery system with valve traversing through the sheath. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.